Event description:
Reporter indicated via clinical notes received to the manufacturer that a vns patient had sleep apnea. It is unknown when the sleep apnea first occurred.the vns generator was recently replaced on (B)(4) 2011 due to battery depletion.attempts for further information are in progress.

Event description:
Reporter indicated the patient's sleep apnea was "probably not" related to the vns, and is pre-existing to the vns implant. No causal or contributory vns programming changes or medication changes preceded the onset of the sleep apnea. The patient does use c-pap treatment at night for sleeping as an intervention for the sleep apnea.